Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and cracked case at the reservoir tube window corner.

Event description:
The customer reported via telephone call that the blood glucose ran high. The issue was not resolved by changing the infusion set and insulin. The blood glucose reading was 400 mg/dl. The customer reported that she experienced dry mouth and headaches. She treated with a manual injection and the blood glucose was brought down to 84 mg/dl. The customer noted that the drive support cap appeared to be loose. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.